Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was being emergently air lifted to the hospital. The patient had a 25 second period of asystole in the emergency room. The right ventricular (rv) lead had no capture with low impedance. The device was reprogrammed for a replacement procedure performed on (B)(6) 2018. The right sided subclavian was occluded. The rv lead was partially removed and the tip was broke loose so remained in the apex. A new lead was implanted. The patient was stable after the procedure.